Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was between 500mg/dl-600mg/dl. Pump keeps going off. The customer was admitted to the urgent care with blood glucose of 480mg/dl. The customer declined high blood glucose troubleshooting.